Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that the fenestrated bipolar forceps (fbf) instrument on the universal surgical manipulator (usm) 1 and maryland bipolar forceps (mbf) instrument on usm 3 could not be activated with the integrated electrosurgical unit (iesu). The customer replaced bipolar cords and the instruments, but the issue persisted. The tse had the customer power cycle the iesu and replace the bipolar cord again; however, error c-00 occurred after the power cycle. The tse confirmed error c-34 in the logs and advised the customer to connect the iesu to the power outlet directly, but the issue was not resolved with this advice. The tse had the customer use the external generator force triad to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without error. The customer was not able to continue to use the iesu during the procedure. The customer used the force triad generator to continue with the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting that bipolar instruments could not be activated with the integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce and confirm the reported issue. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint. The iesu displayed error c-34 during boot up. The complaint regarding the reported complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of the c-34 error is attributed to a defective iesu. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.